Manufacturer narrative:
(B)(4). Actual sample not available for evaluation. This report was not confirmed due to lack of sample. A batch review was performed with no issues noted. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. No further information is available at this time. A follow up report will be submitted upon completion of evaluation should the product be returned.

Event description:
A (B)(4) home patient (hp) contacted baxter to report a leak that occurred during priming on a homechoice (hc) unit. Baxter spoke with the peritoneal dialysis (pd) nurse (rn), who stated the leak was due to an overfill of fluid after priming. The pdrn stated, the patient did not set up the tubing properly. There was no patient injury or medical intervention. No additional information is available.